Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the posterior wall of the left superior and inferior pulmonary veins the patient became hypotensive and a pericardial effusion was revealed. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.